Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false positive results with the ID now covid-19 assay performed on (B)(6) 2021, with a nasal swab sample and generated a positive result. The customer reported that repeat testing was performed and negative results were obtained. The customer reported that the covid negative patient emergency operation was moved to an area with positive patients. Although requested, no further information was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.